Event description:
On (B) (6) 2009 the facility representative reported to baxter global technical services one colleague cx volumetric infusion pump in which ,"rate/vol/st keys intermittent ." It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. Upon receiving the device for evaluation, it was determined on january 12, 2010 that the stop key is intermittent. This device utilizes user interface module master software (B) (4) categorized as remediated.

Manufacturer narrative:
Upon receiving the device for evaluation, it was determined on january 12, 2010 that the stop key was intermittent. (B) (4)

Event description:
On december 29, 2009, the facility representative reported to baxter global technical services one colleague cx volumetric infusion pump in which ,"st keys intermittent." It is unknown when the reported condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. Upon receiving the device for evaluation, it was determined on january 16, 2010 that the stop key is intermittent. This device utilizes user interface module master software version 5.09.90 categorized as remediated.

Manufacturer narrative:
Evaluation summary:the condition of intermittent stop key was confirmed and duplicated. The reported condition was due to an internal keypad circuit trace disconnection. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. There is an ongoing CAPA investigation, (B)(4) associated with this report.(B)(4).